Manufacturer narrative:
A further clinical review of this event was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcxf10001. The device was returned. Based on the condition in which the sample was returned, the investigation is confirmed for material separation. It is possible that the material separation at the distal tip was perceived by the customer as a kink. Therefore, the investigation, is inconclusive for kink. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which was removed from the packaging caused or contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was kinked. Another catheter was used to perform the procedure. There was no patinet involvement.